Event description:
Customer reports that v series monitor has loss of spo2 and ECG monitoring which may have affected pt spo2 and ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep replaced connection power board.